Event description:
It was reported that the pt received a hip implant on (B)(6) 2006. Due to loosening of the durom acetabular component a revision surgery took place on (B)(6) 2009. According to the reported problem description, the titanium coating of the durom cup was disassociated and probably caused the loosening. Note that the scrub nurse at the time thought she had kept the device but it was later found that it has been disposed off.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 86 mg/dl (son's advantage meter (B)(4)) and 177 mg/dl (caller's advantage meter (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the caller's advantage system (B)(4). (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bci) regarding a leak from the cap piercer at the waste line on the unicel dxc 600 pro synchron clinical systems. No injury was reported on this issue.